Manufacturer narrative:
Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from jan 6, 2017 to feb 17, 2017. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the bearings were damaged. It was further determined that the device failed for cutter insertion assessment. It was determined that the bearings were worn out and broken, which created a situation where the cutter was not able to be inserted. That was because the bearings were no longer in axial alignment, not allowing the cutter to pass through. It was determined that the failure was caused by worn out and broken bearings. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the bearings and ball bearings came apart on the attachment device. It was further determined that the balls, cage and the icon were missing. It was observed that the extension sleeve was damaged. It was further determined that the device failed for cutter insertion. It was noted on the service order that the device items got stuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.